Event description:
The procedure, a laser ureteroscopy, was for a stone rupture.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer (b5/event description).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported issue was due to excessive use. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a suitable replacement device must be provided during an application.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when using a ureteroscope 6.9/8.4 fr. X 430 mm, it broke in the insertion tube and the user lost the image. The event occurred during the therapeutic procedure (uteroscopy) was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
D1 - brand name - ureteroscope 6.9/8.4 fr. X 430 mm, 5°, angled ocular, 3.7 fr. And 2.6 fr. Channel. The device was returned and evaluated, and the customer¿s allegation (broken insertion tube) was not confirmed. However, the insertion tube was bent, there was a deep dent on the distal edge and debris under the cover glass, and there was no image. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.